Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Visual inspection of the device noted that there was a cracked enclosure and tank cover, dirty float switch, stripped interlock block, worn plate clip, and damaged lin cord prongs. A function test of the device was able to confirm and replicate the reported event. A disposable alarm was going off because the micro switch didn't recognize the disposable or temp check. The micro switch was replaced to resolve the reported event. Root cause was unable to be determined due to the nature of the event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device leeps alarming and is nonfunctional. There was no additional information available.